Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the hospital that a hair was found inside the packaging.

Manufacturer narrative:
The returned device matched the report and the complaint failure mode was confirmed. Referring to product inquiry the k-wire gamma 3,2x450 mm [packaging] is stated to be the primary product. No further associated products were reported. During the visual inspection of the item received a hair was found out of the sterile barrier between the clear tube and the pouch within the secondary packaging. According to details received it was detected ¿before an intervention, when opening the product¿. A review of the DHR revealed no discrepancies. Sealing seams and original packaging are still intact. Thus, the pollution must have occurred during the packaging process at our sub-supplier, which was not detected during inspection. Based on the above facts the root cause of the reported event is related to an inadequate packaging process/insufficient inspection specification.

Event description:
It was reported by the hospital that a hair was found inside the packaging.